Event description:
It was reported that the pt received a duron hip generic in (B)(6) 2006 on the left hip. A revision surgery is scheduled due to ongoing non-disabling symptoms, which have recently escalated, a loose acetabular, pain and increased cobalt levels to 7.5. Since the exact date of surgery is unknown, we enter the first day of the month.

Manufacturer narrative:
The device has not been returned to the manufacturer as the pt has not been revised. As no lot number was provided for the device, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).